Manufacturer narrative:
The records management database indicates that the implants met the specifications and were approved for product release. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors,oral cavity conditions and/or post-operative complications. Optimal patient anatomy and proper intended use of the implant are described in its instructions for use.

Event description:
Implant failed due to its mobility, inadequate bone quality and lack of osseointegration before prosthetic restoration. Stability was not achieved. Bone quality was type ii.